Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "laser emission was coming out of the tip of the fiber at approximately 300,000 joules" at 100w. The procedure was completed using a second fiber. Patient outcome: "no patient injury."